Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that the patient experienced an allergic reaction at their implantable neurostimulator (ins) site. Allergy tests were performed and confirmed that the patient was allergic to components of the ins. As a result, the patient underwent surgical intervention on (B)(6) 2017 wherein the ins was replaced with a new model and placed in a gortex pouch.